Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advance to the mitral valve and the leaflets grasped. While establishing final arm angle (efaa), the physician thought the clip opened a little more than usual. Efaa was performed a second time after the lock line was removed and the clip ultimately deployed, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.